Event description:
The pt presented with stenotic lesion of the sfa. The pt had 2 vessel run-off, no clotting issues and was on aspirin and plavix. In 2008, three viabahn devices with heparin coating were implanted. Two days later, the pt reported pain in the thigh. The physician did not suspect clotting of the devices. Five days later, the physician confirmed device thrombosis. No re-intervention was performed. The pt again experienced pre-procedure symptoms and will be treated medically.

Manufacturer narrative:
This appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued in 2008; therefore, gore is reporting this as a 5-day reportable event.